Event description:
On (B)(6) 2012, this patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported on (B)(6) 2013, the patient was transferred from another hospital with abdominal pains and shortness of breath. It was discovered the patient had a thoracic aortic intramural hematoma, aortic wall thickening around the previously implanted stent graft (from 1.2 cm to 1.6 cm), a diaphragmatic hiatus, a possible endoleak and a contained rupture. The physician reintervened on (B)(6) 2013 and implanted two additional gore ctag devices and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusion - the gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include reoperation. Additional devices implanted and/or related to this event: tge454510/9045375a.